Manufacturer narrative:
(B)(4).

Event description:
It was reported that a diagnostics anomaly was observed via remote transmission as the device was not triggering eri despite low battery voltage. Device was explanted and replaced for normal eri. Patient was stable post-procedure.

Manufacturer narrative:
The reported diagnostic anomaly was confirmed in the laboratory. The eri trim value was set lower than the specified eri voltage of 2.45v.